Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a sticky residue at the end of the tube. It was stated that it was cloudy and had a rough surface all throughout. There was no patient involvement.